Event description:
Attorney alleges plaintiff had the right and left implant removed due to serious complaints in the region of both breasts, especially on the left. Attorney also alleges the plaintiff has searing and sharp pains in the region of the left breast, serious physical complaints, disorders of immune system, migraine, fatigue, pains in chest, hot flushes, shortness of breath, nausea, sweating, severe aches in the chest and back, movement in left arm is restricted. Operative report states that removal of prosthesis and capsule fibrosis occurred. Attorney also alleges there is suspicion of intercostal neuralgia, pt still complains of pain in region of left breast lateral to the mammilla, pain is accentuated at night, pain can be provoked by the abduction of left arm, pressure pain reproducible in point-like fashion on breast wall in region of left breast laterally.